Manufacturer narrative:
Results: none (no device received for evaluation). Patient's condition affected effectiveness of device (lesion morphology); severe calcification, resistance at lesion. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). Severe calcification, resistance at lesion. (B)(4).

Event description:
The physician was attempting to advance an endeavor sprint rapid exchange (rx) drug-eluting stent (2.5x24mm) to the lmt/lcx lesion. There were no abnormalities noted prior to the use of the device. The device dislodged after getting stuck at the highly calcified lcx and was retrieved using a snare catheter. Another endeavor sprint rx drug-eluting stent (2.5x8mm) became stuck while being delivered to the same lesion, this device was deployed at an unintended site. No clinical sequelae were reported. Ref MFR# 9612164-2012-00120, 9612164-2012-00121.